Manufacturer narrative:
The devices were not available; therefore, product testing on the actual device could not be performed. The device identifiers were not provided; therefore, the device history records for these device lot numbers could not be reviewed. A review of the device labeling was completed. Stent obstruction is identified in the labeling as a known inherent risk of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. An adverse event appears to have occurred, but does not appear to have been a problem with the device or the way it was used. Stent obstruction is an established risk associated with use of the device, which is clearly specified in the product''s labeling. Based on the information received, the root cause of the reported events could not be conclusively identified. MFR# reference: (B)(4). Please reference report 2032546-2022-00096 for the reported adverse events.

Event description:
The following was reported through a review of the article titled ¿comparison of minimally invasive glaucoma surgery with trabecular micro-bypass stent and microhook ab interno trabeculotomy performed in conjunction with cataract surgery.¿ reportedly, following cataract plus trabecular microbypass stent procedures, there were two (2) reports of postoperative transient intraocular pressure (iop) increase, likely due to steroid response (not device related). The report also noted one (1) case of peripheral anterior synechiae (pas) associated with stent occlusion by iris and increased iop requiring yag laser. In addition, there were three (3) other cases of stent occlusion. Additional information has been requested. This report references the reported device issue (stent obstruction).